Event description:
It was reported that the patient died shortly before the scheduled device exchange due to eri. The patient was pacemaker dependent. No autopsy was conducted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly, and the clinical observation was confirmed. Based on all available data, the pacemaker was interrogated last on (B)(6)2022 which documented the eri battery status activation date to be on (B)(6) 2022. The root cause for the unexpected eri activation was not conclusively determinable without an analysis of the device itself. Based on the currently available information there is no relation between the patients death and the eri activation. Should additional information become available this report will be updated.